Event description:
Pt had primary surgery in 2004. About a month later a piece of metal was removed from pt, and upon inspection of the metal, it was determined to have come from the rasp handle used in the previous surgery.